Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-sep-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half-height cubie drawer on the auxiliary cabinet had failed random cubie pockets. A field service engineer reseated the row board cable, retractor band, and ribbon cable. The drawer and cubie pockets recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the half height cubie drawer was failed. The customer stated that this malfunction occurred while dispensing medication to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.